Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spi nal pain. It was reported that the patient¿s battery dies so quickly and they don¿t know when it is dead. The patient reported that they feel a ¿vibration¿ sensation ¿like a cell phone¿ down their left leg to their toes. The patient reported that the device is currently dead and they haven¿t charged it yet. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The cause of the ins depleting was not determined. The patient was told to follow up with their doctor and they had not yet done so. The issue was not resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.